Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 74 mg/dl vs. 111 lab. Tests were done within 10 minutes with a difference of 25 mg/dl. Patient did not experience any adverese event. No further information has been reported.